Event description:
Our foreign consignee reported the information display of the heart lung console was not readable and very "misty". The essential pumping functions of the console were not affected by the event. There were no reported adverse consequence to the pt as a result of this event.

Manufacturer narrative:
Evaluation in progress, but not yet concluded.